Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
The consumer reported the patient went through airport security and it messed up his device. The device was scheduled for replacement on (B)(6) 2015 and the patient had had his device for 9-10 years. The indications for use were non-malignant pain and failed back surgery syndrome. If additional information is received, a follow-up report will be sent.